Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 11th 2020, senseonics was made aware of an incident where customer complains of multiple sensor check alerts resulting in sensor removal.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. H6 method code updated to 4114. H6 result code updated to 3221. H6 conclusion code updated to 67.